Event description:
The manufacturer received a work order reporting that the simplygo mini device was evaluated by a service center, and this device has been serviced. The service technician found pca is burned, air side and o2 side are leaking air, sieves are clogged, and the inlet filter will be replaced due pm. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.